Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event. It was noted that the stylus and cursor were out of calibration with overlay. (B)(4).

Event description:
It was reported that the programmer would not recognize devices intermittently. The wand was replaced and the problem remained. The programmer has been returned. There was no patient involvement.